Manufacturer narrative:
Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other similar complaint was reported on this batch of vena cava filters. Investigation despite requests, either precise information about the incident nor x-ray pictures are available for analysis. Consequently no thorough investigation can be performed. No conclusion can be drawn. B braun medical sas has provided all the information currently available. In spite of all reasonable efforts being made to obtain further information, at this time we have not met with success.

Event description:
On or about (B)(6) 2010, patient was implanted with the lp filter. Patient had been hospitalized for the prevention of pulmonary embolism. It was decided that the patient would undergo an implant of a filter to prevent further issues with blood clots. Physician deployed the filter through the right jugular in accordance with braun's specific instructions, guidelines, and directives. On or about sometime in the (B)(6) of 2016, patient had a scan done at (B)(6) hospital. During that time, patient was informed of a pulmonary embolism.